Event description:
The patient's family member reported that the screen often only shows some of the letters or words while priming or giving a bolus. Often the screen goes completely black and they have to wait a long time before the screen will come back on again. They have tried changing the batteries several times, but it seems that every time they hit a button, the screen goes black. They checked the history and there were only a few occlusion alarms.